Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. However, it was not possible to text the helix due to dried blood on the helix.

Event description:
It was reported, during an implant procedure, the helix was blocked unable to advance or retract. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.